Event description:
It was reported that the right ventricular (rv) lead experienced a possible lead fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 507652 implantable pacing lead implanted: 2004 (B)(6); product ID (B)(4) implantable cardioverter defibrillator implanted: 2010 (B)(6). (B)(4).